Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing. The physician repositioned the lead.